Manufacturer narrative:
Hori, yuichi, et al. (2024). Importance of visualizing the anatomical location of the latissimus dorsi muscle using computed tomography for a robust reimplantation of a subcutaneous implantable cardioverter-defibrillator. Journal of cardiology cases 30 (2024) 147-149. Https://doi.org/10.1016/j.jccase.2024.07.003. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported per article of interest literature review that the authors used the submuscular approach has been used as an alternative technique for the implant position of a subcutaneous implantable cardioverter defibrillator (s-ICD). An s-ICD migrated and caused the patients skin to thin, with the patient experiencing pain as a result. A chest computed tomography (CT) scan was performed and the device was repositioned. Afterwards, a defibrillation threshold (dft) test was performed successfully. Additionally, a CT scan and x-ray imaging were performed after the revision to verify the s-ICD position. This s-ICD remains in service. No additional adverse patient effects were reported.